Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had issues reloading her insulin pump. The customer followed all the steps to reload insulin into her insulin pump but she could not get it to lock in place. Her blood glucose level was not reported. The product was not returned. Nothing further to report.